Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor and blood glucose readings had discrepancy. Customer that she woke up the insulin went to threshold suspend. Customer stated her blood glucose was 134 and the insulin pump reading 49 mg/dl. Customer declined to do troubleshooting. The customer was educated regarding sensor and blood glucose readings. No further information provided.